Event description:
It was reported that one out of range shock values was seen. An inquiry and review was sent to technical services (ts). Ts noted that a singular out of range measurements may be the influence of electromagnetic interference (emi) or external factors not a compromised lead integrity. A follow up was suggested. Ts noted that there was evidence of myopotential noise on the shock channel which was not uncommon given the unipolar nature of the sensing vector. Ts also noted the most recent inappropriate shock and anti-tachycardia pacing (atp) for supraventricular tachycardia (svt) was uncorrelated. In addition, another anti-tachycardia pacing (atp) episode was seen in (B)(6) 2025. Ts wanted to know if rate control was excluded as a possible contributing factor for recent events. No adverse patient effects were reported. The system remains implanted.

Event description:
It was reported that one out of range shock values was seen. An inquiry and review was sent to technical services (ts). Ts noted that a singular out of range measurements may be the influence of electromagnetic interference (emi) or external factors not a compromised lead integrity. A follow up was suggested. Ts noted that there was evidence of myopotential noise on the shock channel which was not uncommon given the unipolar nature of the sensing vector. Ts also noted the most recent inappropriate shock and anti-tachycardia pacing (atp) for supraventricular tachycardia (svt) was uncorrelated. In addition, another anti-tachycardia pacing (atp) episode was seen in january 2025. Ts wanted to know if rate control was excluded as a possible contributing factor for recent events. No adverse patient effects were reported. The system remains implanted.

Manufacturer narrative:
The complaint device was not returned to bsc, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The known inherent risk conclusion code was selected. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.